Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that three years ago the patient had no results on back pain. The cause was unknown. The ins and 565 lead were replaced. It was noted that 2 quad leads were implanted. The patient had good results. The patient was alive with no injury. No further complications were reported or anticipated.